Event description:
It was reported that during a coronary stenting treatment procedure, difficulty deflating the balloon was encountered. The physician was able to cross the proximal right coronary artery (rca) lesion with the express2 otw 12 mm x 3.5 mm device. The balloon was inflated to 9 atms, however the stent did not appear to be fully deployed. The balloon was inflated up to 15 atms to successfully deploy the stent. Then the balloon would not deflate. The cordis guide catheter was advanced to the balloon and the entire system was removed with the balloon inflated. It took approx 10-20 minutes to remove the device, during which, the patient experienced chest pain. Another balloon was used to post dilate the stent. The patient's status was listed as "okay". No pt injuries or complications were reported.